Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. B5: after the 46 hours "almost all amount of 115ml" remained in the device. H4: the lot was manufactured between april 3-4, 2025. H11: the device was received for evaluation containing 106ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The infusor unit was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor did not deflate during patient infusion. The device contained 5-fluorouracil in 115ml of distilled water. The expected infusion time was 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.